Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen to implant into the left atrial appendage using an unknown abbott delivery system. The device was never completely retracted into the delivery system. There was no difficulty with implanting the device, only one re-positioning was required of the device. The device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. During procedure, heparin was administered. Four hours post implantation, a transesophageal echocardiogram (tee) showed the patient had a pericardial effusion that led to a cardiac tamponade in the pericardium. The cardiac tamponade resolved by an open heart surgery. The device was not explanted. The patient was reported stable and remain hospitalized. It was noted that prolonged hospitalization occurred.